Event description:
It was reported that, during the stent replacement procedure using a sensor wire, the device coating was peeled off. The procedure was completed with another of the same device and there were no known patient complications reported. The analysis of the returned device identified sleeve detachment.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of sleeved detached. Block h11: investigation result: the returned sensor wire was analyzed, and during the inspection, it was identified that the sleeve was detached from the guidewire. There was no evidence of polytetrafluoroethylene (ptfe) peeled on the guidewire, therefore the reported event of "ptfe peeled" was not confirmed. The device history record review confirmed that the device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the investigation, the excess force applied during guidewire removal likely caused detachment of the sleeve. Based on the analysis results, an investigation conclusion code of no problem detected was assigned to the reported event of ptfe peeled.